Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that following placement of a smiths medical portex® blue line tracheostomy tube, ventilation could not be performed. Patient was reported to be on a ventilator. Suction with a suction tube was attempted but was reported to hit something and could not be inserted through the tracheostomy (trach) tube. Redness was reported to have developed around the stoma (trach tube insertion site) and the patient's respiratory status became worse. Subsequently, the trach tube was changed out. There were no further adverse patient effects.